Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation observed the speaker was distorted during testing. The cause was identified to be a severely damaged speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation observed a system error 322 during testing. System error 322 alarms were verified through a review of the event history log. The cause was identified to be a damaged lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device the speaker was distorted. The device also alarmed system error 322 (link switch error (low)) during evaluation. No additional information is available.

Manufacturer narrative:
Additional information h6: 3015 has been added to capture the system error 322.